Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Technical services (ts) recommended device replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Technical services (ts) recommended device replacement. To date, this device remains in service. No adverse patient effects were reported.